Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: investigation is still ongoing.

Event description:
Hamilton medial ag received the following complaint description (summary): it was reported that during a patient transport on (B)(6) 2026, the hamilton-t1 generated constant ¿vt low¿ and ¿disconnection on patient side¿ alarms. It was noted the same settings had been used successfully on the prior day¿s patient transport, but on a different hamilton device. The tidal volume was set to 300 ml, but the numeric exhaled tidal volume (vte) displayed was only 20¿30 ml, while the waveform/graph appeared to suggest different (higher) volumes. It was also reported there was no triggering from the patient side. The physician and nurse confirmed there was no leak at the tracheostomy interface and that the water cuff was fully inflated. No patient, user, or third party was harmed; however, it was reported that a medical intervention was necessary. The investigation to verify the allegation is still in progress.